Event description:
A distributor in denmark reported that an alarm 30, occurred during pumping. There was no provided information on the customer¿s blood glucose level at the time of the event. Technical support confirmed the need for a pump replacement.